Manufacturer narrative:
Service was not dispatched for this event. Through beckman coulter inc. Guided troubleshooting it was determined that the s0 calibrator rlus were double that of in-house quality control data. Customer recalibration resolved the issue. A definitive root cause has not been determined to date for the elevated s0 rlus.

Event description:
The customer reported that on (B)(6) 2011 "no value" rubella immunoglobulin g (igg) results with indeterminate (ind) instrument flags were generated on an access 2 immunoassay system for two (B)(4) survey samples. The instrument flag was an indeterminate flag which is indicative of a result that cannot be distinguished from a system failure. The "no value" rubella igg results were not released from the laboratory and hence there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc. Customer technical service guided troubleshooting revealed that the s0 calibration standard relative light units (rlus) were twice that of in-house quality control release data. The customer subsequently recalibrated the rubella igg assay using the same reagent and calibrator lot and the s0 calibration standard relative light units (rlus) dropped to values more consistent with in-house quality control release data. Specific patient information and sample handling/collection information was not provided by the customer. The customer indicated that instrument rubella immunoglobulin g (igg) quality control results had recovered within the customer's established specification during the timeframe of the event. An instrument system check performed prior to the event yielded acceptable results. There were no error messages posted to the instrument's event log in conjunction with this event.